Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported difficult to insert and difficult to remove were unable to be confirmed during return analysis however the incident is related to a higher overall complaint rate for co-pilot devices related to complaints for difficult to position, difficult to remove, device operates differently, physical property issue and physical resistance. A review of the lot history record identified one manufacturing nonconformity issued to the reported lot related to this event. Additionally, a review of the complaint history identified four other incidents from this lot. The investigation determined the reported difficulties appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initial report, additional information was received. The lesion was mildly tortuous, mildly calcified and was 90% stenosed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary artery. A copilot was used; however, there was difficulty in inserting devices through it and removing them. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.